Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during preparation for an unknown procedure, a bentson straight fixed core wire guide was found to be separated upon removal from the package. The device did not make patient contact. Another wire was used to complete the procedure. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), personnel interview, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record (DHR) found no relevant non-conformances on the final complaint lot. One relevant non-conformance was noted on a sub-assembly lot, involving five devices for a broken wire; however, all affected product was scrapped, and the lot is inspected 100%. A review of complaint history found no additional complaints for this lot number. The product IFU instructs the user to inspect the product to ensure no damage has occurred upon removal from the package. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the DHR, complaint history, and manufacturing documents suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on a sub-assembly lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a definitive conclusion could not be determined; however, the component failure likely occurred during transport or storage of the device. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during preparation for an unknown procedure, a bentson straight fixed core wire guide was found to be separated upon removal from the package. The device did not make patient contact. Another wire was used to complete the procedure.

Manufacturer narrative:
E3: occupation= ir manager. G4: PMA/510(k) number= k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
**UDI related data quality updates only** this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.